Event description:
It was reported that there the patient was scheduled for revision surgery due to laxity. The surgeon swapped out the original poly for 5531-g-413, and #4 cs x3 poly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon cr insert was reported. The event was confirmed. Method & results: device evaluation and results: the articulating surface of the triathlon cr insert showed some burnishing, scratching, and third-body indentations. These are commonly identified damage modes in uhmwpe inserts. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿revision of the poly insert for instability and to rule out infection five years status-post primary total knee arthroplasty is not likely the result of factors of faulty prosthetic component design, manufacturing, or materials.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that there the patient was scheduled for revision surgery due to laxity. The surgeon swapped out the original poly for (B)(4), and #4 cs x3 poly.